Event description:
Caller states customer was unable to obtain a result on the aviva system, due to an error on the device. Customer felt dizzy and was pale; she was taken to the hospital and tested 197 mg/dl on professional device. Customer was treated with insulin, and admitted to the hospital for one week. Requested return of suspect device, and replacement was sent.